Manufacturer narrative:
Follow-up #1: date of submission 19-apr-2018. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 10-apr-2018 with the following findings: review of the black box data revealed multiple records of call service alarm 064 recorded on (B)(6) 2018. On investigation, the pump powered on and alarmed with call service alarm 064 on the first attempt to load and prime. Investigation duplicated the alleged call service alarm issue. The interior components of the pump were evaluated and a mechanical assembly fault was noted involving the motor assembly.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 064) issue. There was no indication that the product caused or contributed to an adverse event. This is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.